Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was vibrating without an alarm being present. Customer's blood glucose level was 130-134 mg/dl. Customer will continue to use current pump for insulin therapy.